Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts. During troubleshooting for most recent issue with tandem technical support, the customer was able to successfully charge the pump using a different cable and a computer usb port. Subsequently, the customer was able to continue using the tandem-provided charging supplies without any further issues. Customer¿s blood glucose value was between 54-500 mg/dl.